Event description:
It was reported that (1) er320 was used during an unknown procedure. It was reported by the rep that rep was informed the staff left an er320 on desk with a note stating "the instrument was defective and would not fire correctly". It is unknown how the case was completed. There was no consequence to pt.